Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novumiq large volume pumps overinfused during infusion. Pitocin as a secondary infusion was being infused at a faster than programmed rate following an upstream occlusion alarm. Lr (ringer¿s lactate solution) was the primary infusion. The pitocin bag was much less than what should be present at the rate it was being infused. The pitocin was then run as the primary infusion. The same incident occurred with an antibiotic infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.